Event description:
Issue with bd veritor with false positive antigen test result. Follow-up pcr test conducted the same day and result was negative. Bd technical services notified. First test result= positive. Pcr test sample taken same day after antigen test =negative. Employee is asymptomatic. FDA safety report ID# (B)(4).